Event description:
Cardiac surgery (complete av canal repair) on approx (B)(6) week old female (former preemie), the case started at 8am. Event occurred about 3-4pm. Case ended at about 5:30pm.five (5) syringe pumps in use at the time; plasma carrier and 4 drips. Drip line is dedicated; calcium chloride, milrinone, epinephrine, dopamine. Multiple/different pumps (both carrier and drips) intermittently alarmed high pressure. Flow rates varied per pump, but all would generally be considered "low" flow rates, between 2ml/hr to ~18/ml/hr. About 60-90 minutes before the removal of ICU medical microclave from the double lumen central venous catheter which was placed in the patient's right internal jugular, the patient was intermittently hypotensive (~50 systolic), so in an attempt to identify and correct the source of the pump/alarm problem, the anesthesiologist disconnected the drips from the microclave. At that point, a high pressure jet of fluid (3-5cc) came shooting out into the air - at least 6-8 inches (indicating downstream occlusion and backpressure). The drips were reconnected without the microclave and there were no further occlusion alarms. Staff believe this proves that the microclave was the root cause of the problems they were experiencing. The case ended about 5:30pm with the microclave removed and all pumps working normally. No patient harm was noted (though potential for harm was noted).the actual microclave used (and its packaging) was discarded, but 2 lots of microclaves were in the anesthesiologist's cart (found in stock after the event). This does not mean the defective microclave was from one of these two lots, but it is a possibility.1 microclave lot# 2722120 (exp. 2018-07).1 microclave lot# 2810690 (exp.2019-01).